Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that the tibial impactor left marks on the highly polished tibial surface during implantation, and the surgeon is concerned about third party wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). A picture was provided and after visual examination of the picture, the alleged malfunction was confirmed - spot/ scratch marks visible on both lateral and medial shiny/superior side of the tibial plate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.